Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device had too much ¿chatter¿ when the burr device was in. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had too much chatter (vibration) when the burr was in was confirmed. An assessment was performed and it was observed that the device failed for vibration. During repair it was observed that the bearings were worn out and loose creating vibration. The assignable root cause was determined to be normal wear over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.